Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional sensing electrodes) has been confirmed.  Upon investigation the electrode belt failed an ECG fall-off test. The electrode belt ECG a, b and front therapy electrode cable was cut.  The root cause for cut cable was physical abuse. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional sensing electrodes.